Event description:
Baxter service technician reported infusion pump that failed accuracy test during routine servicing. Infusion pump was found to underdeliver out of specification. The facility's biomedical engineer stated they have no record of any patient incident involving the pump since the last baxter service event.